Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual evaluation:visual analysis of the photographs a broken device is not confirmed to be complete, the pattern of the break cannot be determined because it is not analyzed under a microscope. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of "silicone granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and "silicone granuloma".

Event description:
Healthcare professional reported a left side rupture and "silicone granuloma". Device has been explanted.